Manufacturer narrative:
Cec adjudicated the event as myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 4 resolute drug eluting stents were implanted - 2.25x18 mm, 3.30x30 mm, 2.25x18 mm and 2.25x12 mm. On the same day patient suffered myocardial infarction.